Event description:
The patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention reported. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received used set with cap. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Sample was confirmed for the reported problem. However, the root cause for the connection issue could not be determined.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. The lot number is unknown; therefore a batch review cannot be performed. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be filed should any significant supplemental information become available.